Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing at the y-fitting approximately 76.2cm from the iab tip. A break in the optical fiber was found 3.6cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The pressure tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4)

Event description:
N/a

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure had occurred. A second iab was inserted, but shortly after the console began to generate a catheter restriction alarm. All attempts at troubleshooting were unsuccessful. The customer was advised to replace the iab being careful not to bend or kink it while inserting. The physician could be heard in the background stating he was sure he had not kinked the iab. Upon follow up, it was revealed that a third iab had been inserted to continue therapy without further issue. It was noted that there were no signs of kinks in either the first or second iab. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab used.